Event description:
Caller states she felt her blood glucose was low and called the paramedics. She reports that the paramedic's device read in the 30's mg/dl and her device read 114mg/dl. She states that she was given orange juice. No quality controls were used. Requested return of suspect device and replacement was sent.